Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned for evaluation and the customer's allegation was not confirmed. The device evaluation found that the device failed leak testing due to a cracked connector. No other issues were identified. Based on the results of the investigation, a definitive root cause could not be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head displayed an error code on the screen. The issue was found during reprocessing. The procedure was completed with a similar device. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head displayed an error code on the screen. The issue was found during reprocessing. The procedure was completed with a similar device. There were no reports of patient involvement.